Event description:
Customer was reporting inaccuracy reading with the sensor and mentioned his blood glucose was 34 mg/dl and sensor reading would be 400 or 97 mg/dl. Customer declined troubleshooting for low blood glucose. Customer was advised how to properly calibrate. Customer removed the sensor and it was not bent. Current blood glucose was 306 mg/dl. No further information reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, performed the continuity resistance test and the sensor passed per specifications. However, performed the bicarbonate buffer test and the sensor failed due to high readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 3004209178-2015-97503.